Manufacturer narrative:
The console was field service at the user's facility. The console was inspected and tested by firing it using the micromanipulator, it was identified that the aiming beam and treatment beam were no coaligned. It was found that the dichroic mirror was repaired and installed incorrectly. Then, the dichroic mirror was replaced. After replacing the dichroic mirror, the issue was resolved, and the unit was within specification. As result, the console was functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that mirror fell out from the micromanipulator. There was no patient involved. Field services of the console identified that the aiming beam and therapy beam were not coaligned.